Event description:
The customer reported a ventilator in which the crossover circuit test failed. No patient involvement.

Manufacturer narrative:
The single station solenoid was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the solenoid revealed no evidence of damage or contamination. The single station solenoid was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned solenoid passed testing until the test ventilator was switched over to the backup battery and booted into diagnostic mode. From this state, the test vent failed an extended self-test, and displayed (B)(4). This single station solenoid is out of spec.